Event description:
Caller reported advantage system blood glucose result of 290 mg/dl, professional system result of 73 mg/dl within 10 minutes while at a doctor's appointment. Reported no adverse event relative to any discrepancy. A request was made for the return of the system, replacement was sent.